Event description:
It was reported that the patient had 24 no external power alarms which the patient stated they did not hear. It was unknown why the patient did not hear the alarms. No equipment was exchanged or removed from service.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event o no external power alarms was confirmed via analysis of the submitted log file. The reported event of the patient not hearing the reported no external power alarms was not confirmed. The log file contained approximately 19 days of data (29mar2023 ¿ 17apr2023 per the timestamp). Multiple no external power alarms were observed throughout the log file due to both power cables being disconnected at the same time; the alarm resolved each time when the controller was reconnected to external power. The system controller backup battery supplied power to the system and pump function was not affected during the losses of external power. The heartmate 3 system controller (serial number: (B)(6) ) was not returned for evaluation. The root cause of the patient not hearing the reported alarms was not confirmed. The root cause of the no external power alarm was determined to be a user error in which both power cables were disconnected from external power at the same time. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on (B)(6) 2020. Heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the backup battery fault and no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (IFU) (rev. C) section 3, entitled ¿powering the system¿, explains the various ways to power the heartmate 3 lvas, including how to properly use the mpu and the actions to take in the event of a power failure. This section also states that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. Heartmate 3 instructions for use (rev. C) section 2, entitled "system operations", explains how to replace the system controller and how to replace the system controller backup battery. Section 5, entitled ¿surgical procedures¿, also explains how to install the backup battery in the system controller. The heartmate 3 patient handbook (rev. D) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.